Manufacturer narrative:
A pdc removal case was reportedly scheduled for (B)(6) 2020. Instruments and a retrieval kit were provided to support the case. There was no initial indication of a device problem, patient complications, or other reason for the pdc removal. The case was completed on schedule. No further information is available for this case. Device history review and device evaluation could not be performed. The dfmea for this device was reviewed with no indication of new or unknown risks. Identified risks have been indicated to be mitigated as far as reasonably practicable and/or the benefits outweigh the risk. The device could not be retrieved for unknown reasons from the case despite a kit being provided. If additional information becomes available at a later date this complaint may be updated.

Event description:
A notification was received through a distributor that a prodisc c implant removal was scheduled for (B)(6) 2020. The reason for the removal has been requested but not provided by the surgeon. It is not known if the patient was experiencing complications in relation to the device. The case was completed on (B)(6) 2020; however, no further information is known about the case or patient.